Manufacturer narrative:
The separation of the nitinol frame at one location of the device was caused by an inadequate wold of the frame. A random sample of devices taken from finished goods were tested for weld strength. Results indicate that the welds are very strong with no indication of potential weld problems. Past weld strength test data from the welding vendor was examined. This data indicates weld strength is good. Eco 15-005 has been implemented to add add'l weld strength testing to every manufactured lot of all models of the rebound devices. This testing will be performed by arb medical on a continuous basis on every product lot. This is in addition to testing performed by the welding vendor already implemented. Data from weld strength testing will be monitored for trends. Additionally, the welding process is being revalidated to ensure it provides good welds. MFR estimates this problem was occurred in approx .03% of pts receiving this device efforts to reduce its occurrence are continuing. This MDR filling is beyond the 30 day reporting time because our initial investigation deemed the incident was not reportable. We initially concluded that the surgical intervention was not performed to preclude permanent impairment of a body function or permanent damage to a body structure. This event is being reported at this time as a result of a recent FDA inspection of our mfg facility where the FDA representative observed this event to be reportable.

Event description:
Pt complained of pain and CT scan indicated a component of the device (the nitinol frame) was separated at one location of the device. The nitinol frame of the deice was removed from the pt and mesh component was left in place. The pt is in good condition after removal of one component of the device. The mesh component of the device is still effective as no hernia was observed.